Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 20127707/ 20153346, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the battery site. It was noted that the battery site was leaking. Infection was not device related and suspected that it was caused by patients immunosuppression due to chemotherapy. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well postoperatively.